Event description:
Additional information received from the consumer reported that the patient first started experiencing problems with their device in (B)(6) 2015. The patient was choking and their spouse did the heimlich maneuver a few times, which pushed the implant out of the pocket near the rib cage. The device was changed out on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported that her device was removed because her husband gave her the heimlich maneuver and it pushed the device up into her ribs.